Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the driver shaft, t6, ao had twisted. Functional testing was not performed due to the damage to the distal tip. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/14/2025, it was reported by a sales representative via (B)(4) that an ar-18800-04 driver shaft and an ar-18800-05 solid screwdriver were torqued. This was discovered during the case with no patient harm.